Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted after being implanted for 3 years. Additional information was requested but not yet received.